Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol bard flat mesh (device #1) used to treat the patient. The patient's attorney alleged medical consultations and injuries, however; no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. This emdr represents the bard/davol bard flat mesh (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol ventralight st device. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that on (B)(6) 2001, the patient underwent surgery for implant of an unspecified bard/davol bard mesh (device #1) and an unspecified bard/davol ventralight st. It is alleged by the patient's attorney that on (B)(6) 2011 the patient had injuries and revision surgery. As reported, the patient is only making a claim for an adverse patient outcome against the bard mesh (device #1). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."